Event description:
Pt complaint of burning with muscle stimulation therapy. No info was given regarding specific waveform or set up intensity.

Manufacturer narrative:
Complainant did not provide info as to which channel was being used to administer treatment when the reported event occured. The electrode pads used on the pt when the reported event occurred, were not provided by the complainant. System control board software revision is 3.1. Muscle stimulator board software revision is 2.1. Ultrasound board software revision is 2.3. Full functional test was conducted on all waveforms and verified to meet specifications. As a secondary means of evaluating the device, the technician self administered ifc therapy for twenty minutes without any adverse event. New electrodes and lead wires were used for this test.